Event description:
(B)(4) study. It was reported that 953 days post index procedure, the patient experienced a target vessel revascularization (tvr). Clinical assessment indicated that the patient's qualifying condition was silent ischemia and patient was referred for cardiac catheterization. One 10mm long target lesion in the prox lad (cass site 12) with 85% stenosis and a reference diameter of 3.0mm was randomized into the (B)(4) study. Treatment consisted of pre-dilatation and placement of a 3.0x16mm study stent, reducing the stenosis to 0%. Patient was discharged one day later on protocol doses of aspirin and plavix. On day 953, the patient was admitted for recurrent chest pain and a positive stress test. The patient did experience chest pain during the stress test and the results strongly suggested that there was a significant stenosis involving the lad. Coronary angiography revealed "lad has an area of stenting in the mid portion with the diagonal coming out with a 75% ostial stenosis and a new focal 99% distal stenosis at the very end of the stent". The diagonal was treated with angioplasty and the focal in-stent restenosis of the lad was treated with a taxus stent, reducing the stenoses to 0%. The patient was discharged one day later on aspirin and plavix. In the opinion of the physician there is a definite relationship of tvr to study stent. In the opinion of the physician, there is no relationship of tvr to the index procedure or to a prior co-morbid condition.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.